Event description:
Customer reported a possible back check valve failure. An ancef secondary infusion was programmed to infuse on an ICU patient and the solution was observed was backing up into the primary bag. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.